Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous vessel. The guidezilla was unable to cross the lesion. The physician had difficulty in manipulating the guidezilla. The guidezilla was then removed from the patient and checked. It was found to be separated between shaft and guide. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter hub and hypotube shaft. The distal shaft of the device was not returned for analysis. There were numerous kinks in the hypotube shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar. Microscopic examination presented no damage or irregularities to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous vessel. The guidezilla¿ was unable to cross the lesion. The physician had difficulty in manipulating the guidezilla¿. The guidezilla¿ was then removed from the patient and checked. It was found to be separated between shaft and guide. No patient complications were reported and the patient¿s status is good.